Event description:
The user facility reported that when an employee opened the sterilizer door and reached into the chamber to retrieve a tray steam burnt her hand. The employee went to the facility emergency room where ice was applied to her hand and she was prescribed a pain medication. The employee missed two days of work. The facility reports that the employee has since returned to work and has no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the user facility had rebuilt portions of the sterilizer's steam valves with non-steris teflon seat valves rather than the prescribed rubber seat valves, this resulted in the valves leaking and the subsequent release of steam. The steris technician replaced all the steam valves with steris rubber steam valves and placed the sterilizer back in service. There have been no additional issues with this equipment. At the time of this event, the equipment was not under steris service contract and was serviced and maintained by a 3rd party service provider.

Event description:
It was reported that the pt did not feel well. The pt's ins was noted to be off and was, then, turned on using the pt programmer. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
A steris account manager conducted in-service training on (B)(6), 2010.